Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to reset pump using information provided by technical support, and was advised to call back if problem persisted.